Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that a versacross connect access solution was selected for use for a watchman procedure, guided by a transesophageal echocardiogram (tee). The versacross rf wire was used as a starter wire. An attempt to go transseptal was done, but it has failed, since it was not possible to go anterior with versacross dilator, thus the devices were replaced, and the transseptal puncture was completed. The watchman device was released, and the procedure was completed. The patient had an atrial lead dislodgement with failed connect attempts, acute kidney injury, and acute heart failure at the time. No other complications were reported. No interventions were disclosed. The device is not expected to be returned for analysis.